Manufacturer narrative:
Additional manufacturer narrative although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. To date, no information has been provided indicating the patient has undergone intervention to treat the failing valve. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve is failing after sixteen (16) years, five (5) months due to unknown reasons. The patient is currently being considered for transcatheter valve intervention, but a procedure has yet to take place. No additional details have been provided.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. It has been determined that the root cause of the stenosis in this case was most likely due to the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 2800 21 mm valve underwent a valve-in-valve procedure due to severe aortic stenosis. Implant duration of the pre-existing surgical valve is approximately 16 years and five (5) months. A tavr was performed with a non-edwards valve. The procedure went well and the patient was discharged home in good condition on pod #2.